Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. There were no audio tones due to a broken transducer wire on the interface board. The insulin pump passed the drive system tests. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated the insulin pump had no audible tones. Troubleshooting was performed and the insulin pump did not beep during the tone test.